Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated the insulin pump's screen was scratched and hard to read. The customer also reported the back light was dim, making it difficult to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device also passed back light check. No back light anomaly noted. Device uploaded properly using carelink. Device communicated properly with the test blood glucose meter. The test value sent from the meter was properly displayed on the pump screen. No pump/meter communication anomaly noted. Device alarmed motor error during the occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.